Event description:
The pt was implanted with a spectrum contour post-op prothesis on 7/22/96. Subsequently, the pt developed capsular contracture, wound dehiscence, necrosis and a seroma in her left breast and the prosthesis was removed on 2/25/97.